Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (constant gong alarms) was confirmed. Upon evaluation, the driven ground was intermittent. The cause of the intermittent driven ground is a defective r781 resistor. The root cause of the defective resistor cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's device was producing constant gong alarms.